Event description:
It was reported that when using the bd pyxis¿ medbank tower, when tried to issue morphine concentrate, the fridge key opened and customer didn't need the key but was unable to return it as the drawers had not closed. Customer stated that key came out and could not be returned; someone with cycle count access was needed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist mentioned that the fridge key opened up, and the key could not be returned because the drawers were not closed. The client did not have cycle count permissions and decided to wait for the next shift supervisor to complete the required actions.